Event description:
Essure side effects: sharp pain on either side with or without my menstrual cycle and ovulation. Horrible cramps and ovulation pain, heavier flow once or twice I thought I was bleeding internally mid to lower back pain with knots that form on the side that is cramping knots can roll under skin when moved with fingers, joint pain in the knees, bloating and gas, weight gain up to (B)(6) pounds in (B)(6) of 2016 now I am down to (B)(6) in (B)(6) of 2017, longer periods they were four to five days now they are five to seven days, headaches migraines they were really bad and (B)(6) of 2016 and some of 2017, loss of libido and some pain during sex, some depression and mood swings, numbness of left hip with pain and tingling going into thigh, light-headed and no energy. Important info: when I was cleared of the heart condition and looking for birth control they informed me not to take many of the forms of birth control due to it causing water around the heart. I had been on depo before, but my doctor took me off due to trials showing that it was lowering estrogen in women. I did the 5 year mirena iud and then decided on essure. I was informed also that I should not have anymore kids because if I go through childbirth again, I have a 50/50 chance of living or dying so I need permanent birth control.